Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient code). H6 patient code: no code available (3191) used to capture the joint instability and medical device removal.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Litigation received alleging patient was revised to address a failed knee. The patient underwent a left knee revision due to pain, instability, synovitis, and a migrated and loose tibial tray at the cement to implant interface. The surgeon noted some slight lysis on the posterior side and debriding scarring and fibrous tissue around the femur as well as fibrous tissue around the tibia. The patella component was not revised. Two depuy cement products were used during the primary operation.